Event description:
It was reported that a black mark was on the reservoir of a large volume infusor. This occurred after compounding with fluorouracil. There was no patient involvement. No additional information is available. This is report four of four.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between october 24, 2014 ¿ october 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.